Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was (B)(6). (B)(4) relates to (B)(4) for the reported event of exit marker bunched. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, after the procedure was completed with this device, the balloon was completely deflated and attempted to be withdrawn into the working channel of the endoscope. However, the black sheath on the catheter, proximal to the balloon, shrunk (bunched) and got stuck at the beginning of the working channel and the device was unable to be withdrawn into the endoscope. No pieces of the device detached. The catheter was cut in order to remove the device from the endoscope. It was also reported the product was not damaged upon removal from the packaging, and there was no damage noted to the packaging of the device; the sterile barriers of the packaging did not appear compromised. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, after the procedure was completed with this device, the balloon was completely deflated and attempted to be withdrawn into the working channel of the endoscope. However, the black sheath on the catheter, proximal to the balloon, shrunk (bunched) and got stuck at the beginning of the working channel and the device was unable to be withdrawn into the endoscope. No pieces of the device detached. The catheter was cut in order to remove the device from the endoscope. It was also reported the product was not damaged upon removal from the packaging, and there was no damage noted to the packaging of the device; the sterile barriers of the packaging did not appear compromised. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the catheter to be cut below the balloon. The exit marker was found to be bunched. Functional testing could not be performed as the catheter had been cut. The complaint that the exit marker "shrunk" (bunched) and the catheter was cut to remove the device from the endoscope was confirmed. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that there was no non conformance raised for the lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.